Event description:
It was reported that during implant the chronic atrial lead broke off inside of device header during connection/insertion. The device and the atrial lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Upon receipt, no lead was stuck in the header of the device. Bench tests were performed and the device was found to be normal. Pin gauge measurements of the diameters of the atrial lead bore were found to be within product specification.